Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to verify for unexpected battery power loss, perform displacement test, active current measurement, and sleeping current measurement due to unresponsive keypad.

Event description:
The customer reported via phone call that the insulin pump did receive a low battery alert prior to the replace battery alert in less than 8 hours. Customer's blood glucose level was unknown. The customer states the battery was not previously used. This is the second occurrence of replace battery alert with a low battery warning in less than 8 hours. Customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.